Event description:
Hypoglycemic events with recalled medtronic minimed infusion sets. The product recall was received by pt and info provided to medtronic but replacement infusion sets have not been delivered. The replacement process started early in 2018 and has not been completed as of (B)(6) 2018. As supplies of acceptable product are being exhausted by the pt, the pt may be forced to use recalled product.